Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included loop electrosurgical excision procedure in 1995, pulmonic stenosis, generalized anxiety disorder, insomnia, congenital pulmonary valve disorder, cardiac dysrhythmias, ovarian cancer (at age 20), syncope, libido decreased, uterine bleeding, multi gravida, ovarian cyst, bacterial vaginosis and generalized convulsive epilepsy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal discharge ("vaginal discharge"), amenorrhoea ("no periods since prior to her essure"), dizziness ("lightheaded/dizziness"), haematochezia ("blood in stool/blood in toilet"), nausea ("nausea") and tissue discolouration ("pass black tissue"). The patient was treated with metoprolol, quetiapine (seroquel), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, vaginal discharge, amenorrhoea, dizziness, haematochezia, nausea and tissue discolouration outcome was unknown. The reporter considered amenorrhoea, device dislocation, dizziness, haematochezia, nausea, perforation, tissue discolouration and vaginal discharge to be related to essure. The reporter commented: she need for additional surgery. She has had no hsg after her essure(mentioned in mr). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: negative. Negative pregnancy test. (B)(6) 2012, cytology gynecological report: negative for intraepithelial lesion or malignancy. Sti iabs negative gc/CT negative; affirm negative. Transabdominal and transvaginal ultrasound: essure device within fallopian tubes. Otherwise, normal pelvic ultrasound. Coils are in the right place on most recent us. Tvus done with normal uterus and essures present per radiology read. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as passage of black tissue. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as vaginal discharge, other injury(ies) or complication (s) please describe: no periods since prior to her essure. Blood in stool, lightheaded, passed black tissue. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device dislocation ('migration of implant') and genital haemorrhage ('general anbormal bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 1995, pulmonic stenosis, generalized anxiety disorder, insomnia, congenital pulmonary valve disorder, cardiac dysrhythmias, ovarian cancer (at age 20), syncope, libido decreased, uterine bleeding, multi gravida, ovarian cyst, bacterial vaginosis and generalized convulsive epilepsy. Concurrent conditions included urination difficulty, abdominal discomfort, lightheadedness and nausea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), amenorrhoea ("no periods since prior to her essure"), dizziness ("lightheaded/dizziness"), haematochezia ("blood in stool/blood in toilet"), nausea ("nausea"), tissue discolouration ("pass black tissue") and abdominal pain lower ("rlq pain"). The patient was treated with metoprolol, quetiapine fumarate (seroquel) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, genital haemorrhage, vaginal discharge, amenorrhoea, dizziness, haematochezia, nausea, tissue discolouration and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, amenorrhoea, device dislocation, dizziness, genital haemorrhage, haematochezia, nausea, perforation, tissue discolouration and vaginal discharge to be related to essure. The reporter commented: she need for additional surgery she has had no hsg after her essure(mentioned in mr) . Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: results: negative. Diagnostic results: negative pregnancy test (B)(6) 2012, cytology gynecological report: negative for intraepithelial lesion or malignancy sti iabs negative gc/CT negative; affirm negative transabdominal and transvaginal ultrasound: essure device within fallopian tubes. Otherwise, normal pelvic ultrasound. Coils are in the right place on most recent us. Tvus done with normal uterus and essures present per radiology read. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as passage of black tissue most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events general abnormal bleeding and rlq pain was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device dislocation ('migration of implant') and genital haemorrhage ('general anbormal bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included loop electrosurgical excision procedure in 1995, pulmonic stenosis, generalized anxiety disorder, insomnia, congenital pulmonary valve disorder, cardiac dysrhythmias, ovarian cancer (at age 20), syncope, libido decreased, uterine bleeding, multi gravida, ovarian cyst, bacterial vaginosis and generalized convulsive epilepsy. Concurrent conditions included urination difficulty, abdominal discomfort, lightheadedness and nausea. On(B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), amenorrhoea ("no periods since prior to her essure"), dizziness ("lightheaded/dizziness"), haematochezia ("blood in stool/blood in toilet"), the first episode of nausea ("nausea"), tissue discolouration ("pass black tissue"), abdominal pain lower ("rlq pain"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines / headaches") and the second episode of nausea ("nausea"). The patient was treated with metoprolol, quetiapine fumarate (seroquel) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the perforation, device dislocation, genital haemorrhage, vaginal discharge, amenorrhoea, haematochezia, tissue discolouration, female sexual dysfunction and the last episode of nausea outcome was unknown, the dizziness and abdominal pain lower had resolved and the depression, anxiety and migraine was resolving. The reporter considered abdominal pain lower, amenorrhoea, anxiety, depression, device dislocation, dizziness, female sexual dysfunction, genital haemorrhage, haematochezia, migraine, perforation, tissue discolouration, vaginal discharge, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: she need for additional surgery she has had no hsg after her essure(mentioned in mr) diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on an unknown date: results: negative. Diagnostic results: negative pregnancy test. (B)(6)2012, cytology gynecological report: negative for intraepithelial lesion or malignancy. Sti iabs negative gc/CT negative; affirm negative transabdominal and transvaginal ultrasound: essure device within fallopian tubes. Otherwise, normal pelvic ultrasound. Coils are in the right place on most recent us. Tvus done with normal uterus and essures present per radiology read. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as passage of black tissue most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs receive- new events apareunia(inability to have sexual intercourse), depression, anxiety, migraines / headaches, nausea and she did not undergo confirmation test were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant) with pelvic pain. The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2017. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.